Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up for an asymptomatic patient, the pulse generator exhibited noise reversion and high ventricular rate episodes. The noise could not be replicated with isometrics. The patient would be monitored.